Event description:
Event description guidant received information that at a routine device changeout procedure, this chronic ventricular implantable lead exhibited a shorted lead condition upon the performance of an induction procedure. The patient's arrhythmia was not converted. Lead impedance measurements and a pacing lead impedance test were normal. A second induction and arrhythmia termination was successfully performed with normal impedance measurements as a result.